Event description:
It was reported via repair work order that the side rails were not working due to bad cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the siderails loss of nurse call functions due to a malfunctioned cpu board. This issue was resolved for the customer by sending cpu part and it was stated that the repairs on this unit have been done and the unit is back in service. A visual and functional inspection was allegedly performed by biomed facility engineer of (B)(6) hospital.

Event description:
It was reported via repair work order that the siderails loss of nurse call functions due to a malfunctioned cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.